Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received image notes a signia handle with the display powered on. The display's graphics are irregular. The analysis of the system logs show that the last activity around the event the screen failed was the system called for a piezo sound. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a software error. Improvements have been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco wedge segmental resection procedure, after checking the activation of power handle, the handle was inserted to the shell. However, after calibration, there was an abnormal display showing on the screen. The screen was showing lines and stopped in that state. A new product was used o complete the procedure and the surgical time was extended by less than 30 minutes. The event occurred during the procedure but the device was not used on the patient. There was no patient injury.